Event description:
It was reported that bd insyte-n autoguard needle was slow to retract. The following information was provided by the initial reporter: date of incident (yyyy-mm-dd): (B)(6) 2025. Level of harm: no apparent harm - reached the patient/person -- inconvenient. Incident details: when trying to push the button to retract the needle from the catheter into the guard the button got stuck, and the needle was not able to be pulled out with reasonable force. Excessive force needed to pull needle from catheter and then needle auto retracted.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381811 and lot number 4208538. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Additional information of fa number.